Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer received multiple, valid minimum fill messages after filling multiple cartridges with 60 units of insulin. Reportedly, the customer's blood glucose level was 253 mg/dl, and was addressed with a correction bolus. Recommendation was made by tandem technical support to fill the cartridge with 120 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery.